Manufacturer narrative:
Initial and final MDR (B)(4) MDR - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an event with three infusion sets which were not inserted correctly (B)(6) 2025. No further information available.